Manufacturer narrative:
Section d1 brand name corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
D6b: added explant date.

Event description:
Clinical rationale: a 62 year old male with a history of acute myocardial infarction and cardiogenic shock (scai stage d) was supported with ECMO prior to impella cp insertion. The impella cp (pump 1 of 2) was implanted via the right femoral artery on (B)(6) 2026 at 23:30. While in the or for escalation to impella 5.5 support, intraoperative tee identified an organized, mobile thrombus in the mid descending aorta, visibly attached to the impella cp catheter as well as an additional thrombus along the aortic wall. Upon explant of the cp on (B)(6) 2026 at 18:54, thrombus was removed with the catheter and retrieved through the planned femoral cutdown. Additional clot burden was extracted from the descending aorta and right iliac artery using a fogarty balloon. The thrombus burden was reported as extensive. The patient remained on ECMO during cp support; ptt at the time of cp explant was 45. On (B)(6) 2026, the patient experienced an ischemic cerebrovascular accident while on ECMO and impella 5.5 support. The impella 5.5 (pump 2 of 2) was implanted via the right axillary/subclavian artery on (B)(6) 2026 at 19:01 and remains in use. Based on the available information, thrombus formation was observed during impella cp support in the setting of concurrent ECMO therapy, a known contributing factor for thrombosis risk. The device was not reported to have malfunctioned, and the clinical team did not attribute the patient¿s stroke or thrombus burden directly to the impella device. The patient remains on impella 5.5 and ECMO support, and no device evaluation is possible due to lack of product return.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: h6 clinical code removed e0514.

Manufacturer narrative:
Updated information: h6 component code updated. The investigation for the stroke has been completed. The cause of the injury was not determined due to insufficient clinical details.